Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. No information provided in the following section(s): weight, ethnicity, and relevant test/lab. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form (B)(6). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices

Event description:
As reported by (B)(6), this (B)(6) y/o (bmi=30), female patient underwent primary total prosthetic replacement using cement of the right knee via medial parapatellar approach on (B)(6) 2009. The indication for the index procedure was osteoarthritis. On (B)(6) 2014, approximately 57 months post implantation, the patient underwent revision due to implant fracture, infection, other indication for revision, and wear of polyethylene component. Follow-ups for additional information cannot be performed for this complaint, information was submitted as complete by (B)(6); there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided. These devices are used for treatment not diagnosis. Infection is a clinically well-known potential complication of any surgical procedure including knee arthroplasty. If infection occurs after knee replacement, whether related to the procedure or otherwise, the foreign metal and plastic implants can serve as a surface for the bacteria to latch onto, inaccessible to antibiotics. Even if the implants remain well fixed, the pain, swelling, and drainage from the infection make the revision surgery necessary. With current surgical techniques and antibiotic regimens, the rate of infection following total knee arthroplasty ranges from 0.4% to 2.5%.1 the highest risk period for infection is between six months and three years. P.b. Voleti, k.d. Baldwin, and gwo-chin lee. ¿use of static or articulating spacers for infection following total knee arthroplasty: a systematic literature review¿. The journal of bone and joint surgery. Sept 2013; 95-a: 1594-9. 2. J.b. Meding, m.a. Ritter, k.e. Davis, and a. Farris. "Meeting increased demand for total knee replacement and follow-up: determining optimal follow-up". The bone and joint journal. Nov 2013; 95-b: 1484-9.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that revision reported was likely the result of a combination of infection as well as patient conditions which resulted in polyethylene wear and implant fracture. However, this cannot be confirmed since the devices were not available for evaluation. This submission represents 1 of 163 events identified via active surveillance activities utilizing data form the united kingdom national joint registry (uknjr). Follow-ups for additional information cannot be performed for this complaint as the information was submitted as complete by the registry; there is no identification of facilities or surgeons. All available information about the event and/or patient has been provided and it is not possible to obtain any of the devices.